Event description:
Per the field sales representative, during a transfemoral tavr procedure of a 26mm sapien 3 ultra valve, the esheath plus tip did not open to allow the delivery system and valve to advance. The esheath plus, delivery system and valve were removed as one unit. There were no patient complications. A second esheath plus, delivery system, and valve was prepped. The valve was deployed successfully with good results. Upon pre-decontamination evaluation of the returned system, the esheath plus was observed with a radial tear at the distal tip.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on device evaluation. The following sections of this report have been corrected/updated: h6 (component codes, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The esheath+ was returned along with the commander delivery system and valve to edwards lifesciences for evaluation. The returned device was visually inspected. The sheath fully expanded as designed. The distal tip was unopened, and the crimped valve had caught on the distal tip. There was a radial tear observed on the distal tip. Stretching was noted throughout the tip and all score lines were present. There were heavy scratches along the shaft and the sheath shaft had curvature. Functional testing was also performed. The returned delivery system was inserted through the returned esheath+ and the esheath+ distal tip opened along the score line. Imaging provided from the field showed there was calcification and tortuosity present within the patient's access vessels specifically near the aortic bifurcation. It was noted that access was gained on the right side. The esheath+ distal end was unopened with the valve tearing through the distal end. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was performed and did not provide any indication that a manufacturing non-conformance would have contributed to the events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ and delivery system usage. Per the IFU, if a significant increase in resistance occurs while advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. The procedural training manual provides guidance on vascular access. Access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity, or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. The valve size for 20-26mm and 14fr sheath is a minimum vessel diameter of greater than or equal to 5.5mm. The valve size for 29mm and 16fr sheath is a minimum vessel diameter of greater than or equal to 6.0mm. In addition, it states push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for esheath+ distal tip torn and inability to advance delivery system with valve through the esheath+ were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the manufacturing mitigations supports that the esheath+ has proper inspections in place to detect issues related to the events. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the event description, 'the esheath plus tip did not open to allow the delivery system and valve to advance'. Per evaluation of the returned device, the esheath+ distal tip was observed to be torn radially along the distal edge of the liner. This is characteristic of sheath tip tear events as described in a previous product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, imagery provided shows the presence of access vessel tortuosity and calcification near the aortic bifurcation. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to an increased potential for the valve struts to catch onto the sheath distal tip, increasing resistance during advancement. In this case, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive actions (CAPA) was initiated to improve activities regarding tip expansion. Since this event occurred after correction actions were implemented, the pra is being re-escalated.